Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12atm. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon burst occurred at the second inflation with a pressure of 5atm. The device was then simply removed from the patient's body.the procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified blood vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon burst occurred at the second inflation with a pressure of 5atm. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.